Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. No introducer was returned with the catheter. Continuity testing found that a short condition occurred in the y adaptor between the proximal and distal leadwire. No open or short condition was observed in the leadwires distal of the y adaptor and the electrodes. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body was observed. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examination was performed under microscope at 10x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.